Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer did not refill or reuse the cartridge, nor did they remove insulin from it, and they declined further technical support troubleshooting.